Manufacturer narrative:
Additional information: section d changed lot #3000109191 to 3000073086. Section d changed exp date # 11/18/2022 to 05/22/2021. Section h changed manufacture date 11/18/2019 to 05/22/2018. Evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve was also returned. The sheath was not returned for evaluation. The catheter tubing was observed to be flattened shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath because the membrane became unfurled when the iab was removed from the t handle retainer. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath because the membrane became unfurled when the iab was removed from the t handle retainer. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Evaluation method codes (4): 4109. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4). H3 other text : device not returned.

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath because the membrane became unfurled when the iab was removed from the t handle retainer. The iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath because the membrane became unfurled when the iab was removed from the t handle retainer. The iab was replaced and therapy was provided. There was no reported injury to the patient.